Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: there were call service 052 alarms observed in the black box and alarm history. The pump gave a replace battery alarm during the rewind step. Moisture was observed in the display. The battery compartment was cracked above the bumper pad. The pump was found to have a leak at the battery compartment. Moisture was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a call service 052 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.